Manufacturer narrative:
Patient weight not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement spinous process clamp shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's spine reference clamp was damaged. The washer on the screw that tightens the clamp came off and fell into the surgical area. The site retrieved the washer with no issue. The surgeon continued and completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
Although the suspect part was not returned for analysis this event was reviewed by a cross-functional team who determined probable causes for the reported event. Although a specific cause of the suspect clamp was unconfirmed as the part was not returned to the manufacturer, an investigation into clamps with similar reported malfunctions was completed and was documented in a medtronic navigation hardware anomaly tracking database. Per further engineering review of clamps with similar reported malfunctions, a CAPA was created to address this issue. The CAPA investigation found the following technical root causes:the laser weld around the captive washer is insufficient to support misuse of the device; and engineering analysis of this issue found that the mechanism to auto-disengage the jaws of the clamp permits screw rotation in excess of the desired stop. Root cause analysis concluded that additional types of misuses of this product were identified since the time of its design. Specifically contributing to the product¿s failures are over-torquing using means other than the intended driver validated for use with this device, and over-opening the device, which was not specifically tested for during validation, and which may be a contributing factor to the washer dislodging from the screw. This also likely occurs using a means other than the supplied driver.

Manufacturer narrative:
Lot number unavailable: a medtronic representative, was informed by a site contact: "I'm not sure how to determine which one we used at this point. We have 2 of those clamps. We had our repair company fix it." The site is unable to confirm which instrument was damaged and repaired. The part was not returned for analysis as the customer chose to repair the device with a non-medtronic part. The customer was informed that medtronic can no longer guarantee the performance of the product if it is repaired with a non-medtronic component.

Manufacturer narrative:
(B)(6).